Event description:
Customer reported a pt experienced early corneal haze at one week after prk (photo refractive keratectomy) surgery to treat myopia. Mitomycin was used during surgery. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).